Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer tried to go through the rewind but she would receive the no delivery alarm right away. The customer had changed the set. The customer was unable to troubleshoot at time of the call and due to this they were unable to determine the cause of the issue. The customer's blood glucose level was 320 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was advised to call back if issue continues. The customer will be sent a replacement for their infusion and reservoir set.